Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). During functional testing, the therapy monitor volume test failed performance specification. Electrical testing was performed with no issue found. An accuracy confirmation test was performed and the device failed to meet volumetric specifications. A temperature verification test was performed and the device passed. An analysis of the device pneumatic system all pressures were correct and stable. An external/internal inspection was performed and no problems were revealed. A detailed inspection of the door assembly was performed and the inspection revealed that piston foam is deteriorated, which is the cause of therapy monitor volume failed performance spec. The piston foam was scrapped. A review of the service history revealed previous device servicing did not caused or contribute to the reported difficulty. This issue is being further investigated through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the volume accuracy test. Device failed during evaluation, no patient involved. No additional information is available.